Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Reportedly, the hp thought that they may have touched the spike on the supply line of the homechoice set while connecting their 2nd supply bag. Subsequently, the hp disconnected the supply bag from the supply line of the homechoice, wiped it with disinfectant and reconnected it to the homechoice set. Baxter's technical service center assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury was associated with this incident, per the hp and the hp's nurse.